Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is recurrence of symptoms caused by non-union of the si joint. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7045-90, lot# 8047003363008, manufactured 04/21/12, expires 2015-07. Ifuse implant, p/n 7050-90, lot# 8028003323005, manufactured 03/16/12, expires 2015-05.

Event description:
In (B)(6) 2012, the surgeon performed a left side si joint fusion on the patient placing two ifuse implants. The patient did not receive pain relief after the surgery. The surgeon determined that there was non-fusion of the si joint. In (B)(6) 2014, the surgeon performed a revision surgery where he removed one implant that was loose and added an additional ifuse implant and other devices to help fixate the joint. The patient's status following the procedure is unknown.